Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a post-operative assessment after a bles case, the physician reported bruising around the incision site and three small burns on the patient¿s right breast. The degree, size and interventions needed were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.